Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 21.5 lens was implanted in the patient's operative eye. Post-operatively, the patient was unhappy with the lens and experiencing halos and glare. Reportedly, the doctor may explant the lens. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the zlb00 21.5 diopter lens implanted in one of the patient''s eye. A separate report will be filed for the the zkb00 21.0 diopter lens implanted in the other patient''s eye.

Manufacturer narrative:
Correction: a correction is required as the initial emdr incorrectly reported the phone number of the initial reporter in the email field. Also, an email of the initial reporter was not reported. The correct phone number is (B)(6) and the email is ''unknown/not provided.'' The following information has been updated and corrected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.